Manufacturer narrative:
The fse found defected tubing at pinch valve lv8. The fse then replaced the tubing at lv8 to resolve the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained leak of a few milliliters from the coulter ac.t differential analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.